Manufacturer narrative:
(B)(4).

Event description:
It was reported that oversensing due to noise was observed on the atrial channel. It was noted that atrial noise reversion had also occurred. Noise was reproducible with isometrics. Physician elected to monitor the patient. No further information.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the patient felt lightheaded at times during the event. Physician noted that this was unrelated to the device.